Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose (bg) level was ¿high¿, per bg meter reading. The customer delivered a bolus to lower their high bg. Reportedly, customer continued to use the pump for insulin therapy.